Event description:
It was reported that an error was received when collecting neutral position stating "the malleoli points were collected in the wrong order. Press the right footpedal to re-collect the malleoli points." Exit out of case, rebooted and then started a new case. Error reappeared, navio machines were switched out and got error again. Patient was extremely hyper extended. Straightened out neutral position to a less hyper state which navio software accepted to continue case. Delay greater than 30 minutes and no patient injuries reported.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were not returned to the designated complaint unit for evaluation, thus visual inspection could not be performed. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for addressing error messages on the system and tracker placement. Review of the log files confirmed the issue. The angle between the tibia and femur tracker frames noted in the log files indicate that the trackers were placed in a way that they could become inadvertently crossed upon neutral position collection, causing an inverted orientation of the bone. Therefore, the error was caused by the tracker frame placement. To avoid future occurrences, please review the tracker placement procedure with the surgeon and the impact of the placement on the neutral range collection.